Event description:
The customer reported that the system was intermittently displaying a ups failure error message that required a system reboot to clear. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.